Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information added in section b5.

Event description:
It was reported via phone call that the customer's blood glucose levels were in the 400 mg/dl range. The customer did not give an exact number.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 237 mg/dl and the sensor glucose was 129 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. The customer was not able to find it in history, sensor value that triggered the suspend event. Suspend on low limit in sensor settings was 80. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.